Event description:
The manufacturer received information alleging a ventilator inoperative condition and red screen occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition and red screen occurred. There was no harm or injury reported. The device was not in patient use. The manufacturer informed the customer that there was a repair delay due to a failed data wipe of the device and provided options to customer for next steps. Customer requested to have device returned unrepaired. No evaluation information available at this time, if additional information is received a supplemental/follow-up report will be submitted. The reported failure of a ventilator inoperative condition and red screen is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.